Event description:
The complainant reports an under delivery. The reporter indicated that the intended delivery amount is 220 ml/hr, however, the pt received 120 ml/hour.

Manufacturer narrative:
The device reported is an abbott product that is marketed internationally which is the same or similar to a device that is marketed domestically.